Event description:
There is a "nick" in the cable of the transpac IV monitoring kit. The cable is nicked approximately 1/16" below the transducer. No problems/equipment failures reported to date but a potential may exist.